Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. The account indicated that the cause of the alarms was low hemoglobin. Treatment was provided and the alarms resolved. The submitted controller event log file contained data from (B)(6) 2020 through (B)(6) 2020. Of note, the controller in use at the time was upgraded with software version 1.5.2 which reduces the low flow threshold from 2.5 lpm to 2.0 lpm. The log file captured 8 low flow controller fault flags on (B)(6) 2020, when calculated flow dropped as low as 1.8 lpm, below the adjusted low flow threshold of 2.0 lpm. Of these faults, one persisted for at least 10 seconds to trigger a low flow hazard alarm. Of note, the log file captured 80 pulsatility index (pi) events and average pi appeared elevated during low flow events. No other atypical alarms or events were captured. The pump operated as intended at the set speed throughout the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. No product is available for investigation. The relevant sections of the device history records for (B)(4) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28feb2018. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, introduction. Patient care and management (under "anticoagulation"), outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate 3 lvas IFU contains a section on pump performance monitoring under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 clinical screen, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Additionally, section 4 states that changes in patient condition can result in low flow, such as hypertension under hazard alarms. The heartmate 3 patient handbook contains a section on alarms and troubleshooting which provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate 3 IFU notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patients volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Pi events are examples of routine events and do not appear in the alarm history. Pulsatility index (pi) is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was noted to have a high pulsatility index of 10.6. Log file analysis showed low flows with high pulsatility readings. The cause of the low flow alarms was determined to be low hemoglobin. The patient was experiencing fatigue and shortness of breath. The patient was admitted to the emergency department and received a blood transfusion after which the alarms resolved.